Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an unspecified procedure, a clip from a previous case fell into the patient. No additional information available. Requests for additional information have been unsuccessful.